Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (615) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient death and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent thrombectomy with a retriever and got thrombolysis in cerebral infarction 2b reperfusion. During removal of the clot with the retriever, a part of the clot protruded to the posterior inferior cerebella (pica), the pica was occluded and recanalized. Post procedure, the patient developed hemorrhagic infarction in the recanalized pica area. No treatment was taken for the hemorrhagic infarction. The patient passed away due to worsening of the cerebral infarction. No further information is available.

Manufacturer narrative:
The subject device was disposed of in the hospital.

Event description:
It was reported that the patient underwent thrombectomy with a retriever and got thrombolysis in cerebral infarction 2b reperfusion. During removal of the clot with the retriever, a part of the clot protruded to the posterior inferior cerebella (pica), the pica was occluded and recanalized. Post procedure, the patient developed hemorrhagic infarction in the recanalized pica area. No treatment was taken for the hemorrhagic infarction. The patient passed away due to worsening of the cerebral infarction. No further information is available.